Event description:
Additional information received indicated that the patient¿s history of peripheral artery disease seemed to be a contributing factor to this event. The minimum diameter of the access vessel was 3.51 millimeters. A non-medtronic guidewire was used for the case. The physician indicated the guidewire had not contributed to the event. As reported, a ¿normal amount of resistance¿ of the delivery catheter system (dcs) was felt when the iliac arteries and aortic arch was traversed.

Manufacturer narrative:
Updated data: b1, b5, d3, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that as result of the type-b dissection the patient was transferred to the cardiac intensive care unit (cicu) for intravenous medication of a dihydropyridine-type calcium channel blocker and pain management. The coronary perfusion looked normal. Approximately 1 month later, the patient presented to the emergency department due to persistent chest discomfort. The patient¿s work-up was negative for any acute cardiac, pulmonary, or intra-abdominal emergency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the access vessel of 3.51 millimeters referenced the left transfemoral vessel. Per the physician, the delivery catheter system (dcs) was reported as probably contributing to the dissection event.

Event description:
It was reported following the implant of this 26mm transcatheter aortic bioprosthetic valve, the patient complained of chest and back pain. Narcotic analgesic medication was administered intravenously with minimal effect. The patient was transferred to the cardiac intensive care unit for a nicardipine infusion and pain management. A stat computed tomography and transthoracic echocardiogram were performed of the chest, abdomen, and pelvis. Results confirmed a type-b dissection involving the descending thoracic aorta and abdominal aorta into the right common iliac artery. There was no obvious compromise of any of the visceral arteries, left subclavian artery, aortic arch, or ascending aorta. It was noted the false lumen was "very small". No intervention was performed to treat the dissection. The patient's hospitalization was prolonged and the dissection was reported as unresolved.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: brand name: evfxplus-26; medtronic product ID: tav evfxplus-26 (serial: unknown); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1, a2, b5, b7, h6. Note: a duplicate report was identified, regulatory report # 9612164-2026-01279. Going forward new, reportable information will cont inued to be captured within current regulatory report # 9612164-2026-00094. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following the implant of this 26mm transcatheter aortic bioprosthetic valve, the patient complained of chest and back pain. Narcotic analgesic medication was administered intravenously with minimal effect. The patient was transferred to the cardiac intensive care unit for a nicardipine infusion and pain management. A stat computed tomography and transthoracic echocardiogram were performed of the chest, abdomen, and pelvis. Results confirmed a type-b dissection involving the descending thoracic aorta and abdominal aorta into the right common iliac artery. There was no obvious compromise of any of the visceral arteries, left subclavian artery, aortic arch, or ascending aorta. It was noted the false lumen was "very small". No intervention was performed to treat the dissection. The patient's hospitalization was prolonged and the dissection was reported as unresolved. Additional information received indicated that the patient¿s history of peripheral artery disease seemed to be a contributing factor to this event. The minimum diameter of the access vessel was 3.51 millimeters. A non-medtronic guidewire was used for the case. The physician indicated the guidewire had not contributed to the event. As reported, a ¿normal amount of resistance¿ of the delivery catheter system (dcs) was felt when the iliac arteries and aortic arch was traversed. Additional information received indicated that the access vessel of 3.51 millimeters referenced the left transfemoral vessel. Per the physician, the delivery catheter system (dcs) was reported as probablycontributing to the dissection event. Additionally, it was reported that 11 days following the implant of a transcatheter aortic valve, during a home health visit, the patient was experiencing numbness and tingling in bilateral arms and legs along with slurred speech. Per the home health nurse, the patient could not properly track the nurse's finger, and the patient's eyes did not return to the center appropriately. The patient was taken to the emergency department. Screening was performed and ruled out a stroke. Per the physician, the symptoms were associated with the patient's opiate use, which was noted to have also occurred in the past. The patient was sent home in stable condition. No patient complications were reported as a result of this event. Additional information received indicated that persistent nausea, vomiting with intermittent abdominal pain, previously symptoms ass ociated with migraines, but now were persistent daily since the valve implant. A sore throat and dysphagia associated with swallowing pills and eating solid foods was reported. Dry heaving more than emesis, minimal oral intake, and a 13 pound weight loss also occu rred in five weeks. The intermittent epigastric discomfort was reported as sometimes stabbing, worsened by eating, swallowing pills, and being upright. There was alternating constipation and loose stools. As result, approximately 37 days following the valve implant hospitalization was required due to these symptoms. The physician indicated the event was possibly related to the valve implant procedure and delivery catheter system (dcs). Intravenous medication antiemetic therapy provided. A gastrointestinal consult occurred. The day following hospital admission, an esophagogastroduodenoscopy (egd) procedure was performed which identified mild esophagitis and a small hiatal hernia, but otherwise a normal stomach and duodenum. Hospital discharge occurred 2 days following admission. At the time of hospital discharge, it was unclear what the etiology of the ongoing symptoms were. The patient was referred as an outpatient to a gastroenterologist. The patient saw the patient saw gastroenterologist approximately 12 days following the hospital discharge. The gastroenterologist ordered a new oral medication associated with duodenal ulcers and small intestinal bacterial overgrowth (sibo) testing. As reported, if the new medication and testing did not help an esophageal manometry would be ordered. This event was unresolved. Additional information received indicated that there were no gastrointestinal symptoms prior to the valve implant procedure. The pat ient refused the small intestinal bacterial overgrowth (sibo) testing. An ulcer medication was started. The patient had known peripheral artery disease (pad) which may have been a contributing factor. Per the physician, there was no malfunction of the delivery cat heter system (dcs). However, as reported the dcs caused the type b dissection of the aorta and the symptoms seemed to be related to the sequelae of the type b dissection.